Event description:
Children's medical ventures (chmv) received a complaint report from a durable medical equipment (dme) supplier stating that a smartmonitor 2 apnea monitor was not alarming when it should. The dme reported that the unit was put through the checkout procedure prior to being put into use and operated and alarmed appropriately. The complaint allegation is associated with the parents of the patient feeling like the unit was not alarming appropriately based on the patient download report. Chmv requested the unit to be returned for evaluation. There is no allegation of patient harm associated with the customer complaint allegation. The manufacturer has yet to receive the device for evaluation. A follow-up report will be filed if more information becomes available or the device is returned for the investigation to the manufacturer.